Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer complaint was confirmed. The probable cause was the device alerts "high flow admin set required. Remove cassette". Reset pump back to factory default, updated software, performed downstream occlusion (dso) and upstream occlusion (uso) sensor calibration. The unit passed all testing criteria. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device alerts "high flow admin set required. Remove cassette". There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.